Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) partial pressure of oxygen (po2) value dropped. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020, the team had an incident with the epgs on the heart lung machine (hlm) during a cpb procedure. The facility's clinical engineering team set up, and calibrated the epgs for the procedure per the instruction for use (IFU) without issue. During the procedure it was noticed that the patients po2 value had dropped. The clinician checked all connections, then opted to adjust their fraction of inspired oxygen (fio2) value, but the po2 value did not rise in the correct direction. According to information obtained, the hlm did not have an issue with the gas flow settings and the partial pressure of carbon dioxide (pco2) values were normal. There were no error messages. The team opted to exchange the gas blender with an external sechrist blender. There was no delay in the continuation of the surgical procedure. There was no harm, or blood loss related to the event.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the fraction of inspired oxygen (fio2) was unable to be lowered on the central control monitor (ccm) to trigger an alarm when set at 40% with a flow at 1.0 liters per minute (l/min) during fio2 alarm activation/reset. The o2 pounds per square inch (psi) and the breathable air psi was increased from 50 psi to 70 psi for 10 seconds and then lowered to 50 psi. Calibration was initiated and passed. Verification and release testing passed. Per the data log analysis, on (B)(6) 2020 the gas system was successfully calibrated at 09:00:44. The gas system flow and fio2 settings started to be adjusted at 11:22:03. The fio2 was set to different values from 42.8% (0.428) to 100% (1.00). Flow was set to different values from zero l/min to 7.97 l/min. There was no indication that the fio2 or flow settings were not achieved. There were no errors in the data log review indicating a problem with the gas system.

Manufacturer narrative:
Updated block: h6 the complaint was confirmed. The electronic patient gas system has reached its end of service life so service did not do any further testing and/or repairs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional testing in the laboratory revealed that the product surveillance technician observed that there was no flow leaving the sechrist blender via tubing to the flow meter. The oxygen (o2) pressure per square inch (psi) was increased from 50 psi to 70 psi for approximately 10 seconds and then lowered back down to 50 psi. Calibration was then initiated and passed. Verification and release testing passed when the electronic patient gas system was retested a second and third time. With the air pressure set to 5.0 l/min and snoop tested all air connections in the unit and none were leaking. There was no observations of bubble thus no leaking air.